Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "these things aren't working" and was having a lot of troubles. It was stated they were bloated and "I look like I'm going to pop." It was noted they had a lot of cramping. The patient stated they were hurting and peeing. It was noted they were having a lot of leakage but the urine wouldn't come out. They stated "I'm dying here." It was noted they couldn't touch their stomach because it was stated "it's going to burst." It was stated they looked pregnant. The patient reported they had several infections right after surgery including an ER visit with staph, yeast, and "several other" infections. It was noted the patient had 2 implantable neurostimulators (ins). It was stated the left device worked but they got a sharp pain down their leg after they urinated. The patient stated they can't feel the right side and thought it may have moved. It was noted the stimulation was currently turned on the left ins at 3.6v. It was stated the patient declined turning the ins off since their pain was worse when the ins's were turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.